Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an "unknown alarm stopping insulin deliveries." There was no reported adverse impact to the customer's blood glucose level. The customer reloaded the cartridge and resumed insulin delivery successfully.